Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08460 and 2134265-2015-08454. It was reported that automatic pullback failure occurred. The target lesion was moderately tortuous and non calcified. During preparation for percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. The opticross¿ was then connected and the pullback was attempted. However, it was noted that the opticross¿ could not perform pullback. The procedure was completed with a non-bsc intravascular ultrasound (ivus) catheter. No patient complications were reported and the patient's status is good.